Event description:
It was reported that the pulse generator exhibited noise. The device was explanted and replaced. The patient experienced no complications after the procedure.

Manufacturer narrative:
(B)(4).